Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, "failed the downstream occlusion test," which was not reproduced during evaluation. Evaluation ran the unit with a fluid filled set and clamped off the tubing at the distal end inducing a "downstream occlusion" alarm. Upon releasing the clamp, the unit would auto restart as designed. This was done multiple times with the unit auto restarting each time the clamp was released. However, the unit did not complete testing due to a false downstream occlusion. Evaluation found the downstream sensor current reading with a fluid filled set to be above specification. The downstream sensor was re-calibrated to correct this condition.

Manufacturer narrative:
(B)(4) the device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed a downstream occlusion preventive maintenance test. Any patient involvement, injury or medical intervention is unknown.